Manufacturer narrative:
In response to FDA report number: mw5093939. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Patient reported an unknown side "popped." Device has been explanted.